Event description:
Two months post-implant, high impedance and high capture threshold were observed. During the revision, it was found that the setscrew would not engage. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the cause of the anomaly was found to be silicone, septum material found inside of the sj4 and atrial set screw hex cavities, preventing full insertion of the torque driver into the hex cavities. The device's functionality was tested and found to be normal.